Manufacturer narrative:
Patient weight is unavailable. Facility personnel declined to provide this information. UDI field not sufficient to hold all digits, should read: 00813132020064181116fbb16l04a h3.

Event description:
It was reported that during a vascular intervention procedure to treat a 90% stenosis in the lad, a tear to the vessel occurred. Reportedly, an elca device was being used and following 5 pulses with the laser, the patient''s blood pressure dropped slightly. The blood pressure was raised with medication and the procedure was continued. After 9 more pulses with the laser, the patient expressed chest pain. Intravascular ultrasound (ivus) was performed and a perforation was confirmed in the lad. After administration of drugs, and a ptca balloon catheter, the patient''s blood pressure did not increase. The physician tried to insert a perfusion catheter, but was unsuccessful. Pericardiocentesis was performed and aspirated 300cc of blood. The injury was treated with a graft master covered stent. The patient was transferred to ICU.